Manufacturer narrative:
The customer¿s report of medication infusing faster than expected was not confirmed. Analysis of the pcu event log shows that the infusion of mesna 1150 mg/1112 ml was started at 8:06 am on (B)(6) 2017 and was channeled off at 6:41 am on (B)(6) 2017. The volume recorded as being infused during this period was 1042.123ml. It cannot be determined why the fluid container was perceived as empty at 11:00 pm on (B)(6) 2017, when the log shows the infusion continued until 6:41 am on (B)(6) 2017. The starting volume of the fluid container cannot be determined through device logs. Complete intended programming parameters were not provided by the customer. The root cause of the reported event was not identified. No device or disposable set was returned for investigation.. No devices received, log review only.

Event description:
The customer reported that the patient in hematology/oncology was on cycle 3a of hyper-cvad (chemo regimen) and intrathecal methotrexate. On (B)(6) 2017 at 1100 pm the nurse noted the 24 hour infusion of mesna 1150mg had run dry prematurely. ¿calculation and pump¿ had been verified by two clinicians at the time of administration. The pharmacist was notified however was not available and the patient was without medication for 2 hours. There was no report of any patient harm.